Manufacturer narrative:
(B)(4).

Event description:
Just after implant, the patient was taken back for emergency surgery for cardiac perforation, caused by this lead. The lead was explanted. Should additional information be received, this file will be updated.

Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. The investigation will be re-opened should additional data become available.